Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during and toward the end of the implant procedure, the patient complained of chest pain and was diagnosed with cardiac perforation and pericardial effusion, with the aid of an echocardiogram. The patient required surgical intervention to treat the pericardial effusion. The right atrial (ra) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.